Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an infection on (B)(6) 2022 after driveline traumatization. The abdomen was stepped on and there was a painful area with hyperemia signs in the epigastric area, which was accompanied by pain and increased temperature. The patient underwent surgical debridement and was given antibiotics and antifungal treatment.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022. Staphylococcus aures cultures were identified and a computed tomography (CT) scan showed inflammatory infiltration along the driveline. The patient underwent surgical debridement, incision and drainage, and was given antibiotics and antifungal treatment including 10 days of vancomycin, 10 days of levofloxacin, and 3 days fluconazole. The patient was stable and discharged on (B)(6) 2022.